Event description:
For the past several months I have had multiple sensors either not pair, fail or become unreliable for the last 4 days of wear ("brief sensor issue" multiple times in a day. Sometimes as much as every other reading) it should be noted that dexcom has sent replacement sensors for all that failed but the problem remains that they are not reliable a large percentage of the time. I have to do finger sticks far more often that I should with the sensor in place.